Manufacturer narrative:
The pt's reaction to the stitches has improved and the pt is using the external equipment. Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.

Event description:
The pt post operatively developed skin flap crusting which was removed. The pt is reportedly having a reaction to the monocryl suture which was also removed. The pt was treated with bactroban, 5g applied to the affected ear two times a day for ten days there is no sign of infection.